Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check, atrial and ventricular capture could not be confirmed on presenting electrograms (egm) an atrial lead position check failure was also noted. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.